Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. Inspection of the device confirmed that the lower portal pinch valve (ppv) was stuck in the open position due to contamination with dried fluid. Therefore, the se removed and cleaned both ppvs. Device testing was completed with numerous stop/starts to confirm correct ppv function. The root cause of the reported issue was attributed to contamination with dried fluid. A request was made to the customer to confirm if the donor liver was transplanted, however, they did not provide these details.

Event description:
It was reported that the customer had a problem with the portal vein clamp, which did not close at all. After stopping the perfusion, the portal vein clamp stayed open and half of the reservoir emptied itself into the liver. This occurred before the customer could clamp it manually.